Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This system was explanted due to a hematoma and bleeding in the pocket, even after the physician attempted to revise the pocket. The patient was on blood thinners, and the physician did not think the pocket would heal.